Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from (B)(6) of diarrhea, vomiting, fever, bacterial peritonitis and fatal gastric hemorrhage in a home patient (hp) ((B)(6)). On (B)(6) 2012, the patient was diagnosed with peritonitis, manifested by diarrhea, vomiting, fever, abdominal pain and cloudy effluent. The cause of the peritonitis was poor personal hygiene. On the same date, the patient was hospitalized. The patient was treated with cefa and fortum (dose, route and frequency not reported). On (B)(6) 2012, the patient died. The stated cause of death was a fatal gastric hemorrhage. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.